Event description:
It was reported that the pt underwent lumbar fusion of l2-l5 on (B)(6) 2011, in the dominican republic. In (B)(6) 2013, the pt presented with lower back pain and a cat scan taken on (B)(6) 2013, identified a broken screw in each of the l3 and l4 pedicles. Revision was performed on (B)(6) 2013, during which the proximal portion of the fractured screws were removed. Information provided by the sales rep indicates only partial fusion was achieved. No trauma was reported.

Manufacturer narrative:
Event reported includes two (2) fractured screws from the same part/lot. As both screws are from the same part/lot only one report is being filed. Eval in progress. A follow-up report will be filed upon completion.